Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no evidence of short battery life or drastic voltage fluctuations observed in the pump's black box history. One low battery alarm was observed in the pump's black box history. The pump's current draws were with specifications. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.